Event description:
It was reported that rotation speed would not stabilize. A stenosed target lesion was located at severely calcified vessel. A 1.75mm rotalink plus was selected for use. During the preparation, adjustment the rotation speed would not stabilize to 180,00rpm it was around 160,000 to 220,000rpm, rotation speed was unstable. Cocktail was checked and gas was supplied then the device was reconnected, but the issue would not be resolved. The device was exchanged with another of the different model and the procedure was completed with poba. There were no patient complications reported.